Event description:
Customer reported, she experienced high blood glucose. Customer stated she changed the infusion set and reservoir at night, went to bed with blood glucose level of 115 mg/dl. She got up at 2am and did not feel well, but is not experience any symptoms. Blood glucose value was at 417 mg/dl. When she woke up in the morning at 7 30am it was at 571 mg/dl. She administered a total of 17 insulin units. Customer believes that cannula was not inserted at 90 degrees; she changed the infusion set. Customer received a no delivery alarm during prime. Current blood glucose value is 239 mg/dl. She was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit but units did go down on reservoir. Then to rewind, reinsert reservoir and run manual prime; no alarm occurred. Customer also mentioned that she was hospitalized in the past due to a low event. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-12243.